Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2019 at around 9:30 am. The patient reported that she obtained blood glucose results of ¿179 and 129 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that she manages her diabetes with 2mg of glimepiride every morning and reported that she continued with her usual diabetes management routine after the alleged issue began. The patient claimed that 3 hours after obtaining the alleged inaccurate erratic readings, she developed symptoms of feeling ¿disoriented, confused and woozy¿. The patient reported that she self-treated her symptoms with 3 tablespoons of sugar, a sandwich, juice and coffee and claimed she felt better after 45 minutes. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly, were within their expiry/discard date and that the test strip vial had not been cracked or broken. It was also noted that the meter was set to the correct unit of measure, the patient was following a correct testing procedure and that an approved sample site was used to obtain the blood samples. The csr was unable to walk the patient through performing a control solution test with the subject meter as the patient did not have any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate erratic reading with the subject meter.